Event description:
Procedure type: vats. According to the reporter: the instrument was placed across the lung and the reload closed. The green button was depressed. The handle made a popping sound when the surgeon went to fire. It didn't look like any staple formation. The entire lobe was removed rather than a wedge. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).